Manufacturer narrative:
H3: product analysis :part # 436013a : lot # ca23a163 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding or closing. Functional inspection with a sample 13mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having spinal therapy. It was reported that at the moment of placing the implant, it was observed that the central screw did not fulfill its function of keeping the implant expanded. After reviewing the implant, it was concluded that it was not functioning correctly, so it was decided to try another implant, which worked without issues. It was detected that the screw was excessively tightened and did not yield to perform the required function. It was determined that a new implant had to be used since the one being placed presented the failure.. There were no patient symptoms reported. There were no further complications reported regarding the event.